Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently difficult to press. The customer confirmed that the pump features were eventually able to be accessed by pressing firmly. The customer's blood glucose level was not impacted. Customer would continue to use the pump for insulin therapy.